Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing record review could not be performed as a lot number could not be obtained. A root cause could not be determined due to the lack of information. Complaints are tracked and trended on a monthly basis. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.

Manufacturer narrative:
Results pending investigation.

Event description:
Unspecified date: false negative results on patient tests since (B)(6) 2021 when using the consult diagnostics hcg urine cassette test kit. Although further information was requested, customer states she will be unable to provide any additional information. No adverse outcomes were reported.